Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Additional information received: "the csf leakage was not caused due to the catheter rupture. It was caused due to a crack in the tube on the proximal side of the valve."

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The hakim valve (ID 823101) was returned for evaluation. Device history review: the lot history record for lot 1307335 was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis: the position of the cam when the valve was received was at setting 120 mmh2o. The valve was visually inspected; the surface of the housing was cut. The valve passed the test for programming and occlusion. The valve was leak tested and failed, leak at the housing. The valve was examined under microscope at appropriate magnification: 2 cut/tears in the silicone housing were noted. Root cause analysis: the root cause for the reported issue and leak issue during investigation is due to tears and cuts marks in the silicone housing. As noted in IFU: silicone has a low cut and tear resistance; therefore, exercise care when placing ligatures so as not to tie them too tightly. The use of stainless-steel ligatures on silicone rubber is not recommended. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. Do not fold or bend the valve during insertion. Incorrect insertion may cause rupture of the silicone housing.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823101) was implanted due to unknown reasons via ventriculo-peritoneal (vp) shunt in 2010 with an unknown setting. The patient suffered from headache, and an x-ray showed that cerebrospinal fluid (csf) leak was suspected. Therefore, the device was explanted and replaced on (B)(6) 2025. The catheter, which was attached to the distal side of the device had ruptured from the root. The crack on the surface of the silicone housing may have created when cleaning the device at the facility. Patient's a primary disease: chiari malformation.